Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Info provided verbatim from maude event report: "I was having trouble with my stomach. That's when they did the surgery in 2007. I was admitted on a week earlier. The mesh was infected which had grown into my small bowel. They had to resect approx 2 feet of my small bowel. So I ended up with a wound vac. I also had to have home health come in and take care of my wound. I ended up going back to the hospital with an infection in my stomach again. It made me even more depressed because I could't do anything because of the wound vac. I was especially depressed because what it did to my stomach. I feel worse about my stomach now." Additional info from follow-up with pt. In 2006 - pt underwent mesh implant. Unk product code or lot number, pt reported composix kugel was implanted. In 2007 - pt underwent mesh explant for infection and had wound vac placed for approx 6 weeks. Info in maude report noted bowel fistula. In late 2008 - pt reports wound is headled, now closed.